Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The customer stated that they removed the sensor and realized that the cannula was missing from the sensor. The customer was informed that it was possible that the cannula retracted back into the sensor base. The customer was sent a replacement sensor.